Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, device could not be interrogated. Device longevity was of several years during last follow-up few months before. Patient felt patient notification alert two weeks after last follow-up but was not followed-up in clinic. Several attempts to communicate with the device were unsuccessful. Device was explanted and replaced.